Event description:
During the device evaluation, the single use aspiration needle exhibited the sheath split at the distal end of the insertion portion . There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distal end of the insertion portion was found to have a split sheath. The distal end of the needle is deformed. Movement of the needle tube (insertion and withdrawal) was inspected. The needle tube was inserted into/withdrawn from the sheath without any problems. No buckling was presented in the coil sheath. It is possible that the coil sheath was inserted into/withdrawn from an excessively angulated endoscope. Therefore, the green coil sheath was possibly contacting the inner parts of the endoscope, causing it to deform. However, the exact root cause could not be determined. Olympus will continue to monitor field performance for this device.